Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the narrow, moderately calcified, 100% stenosed, de novo, proximal left common iliac artery, the guide wire and the 9.0 x 39 mm omnilink elite stent delivery system (sds) tracked along the vessel; however, the sds met anatomical resistance and failed to cross the lesion. The device was removed with minimal resistance prior to additional pre-dilatation with a 5.0 x 40 mm armada 35 balloon. When the omnilink elite sds was about to be re-inserted into the sheath it was noted that the stent had dislodged from the balloon. The stent was located in the anatomy at the introducer sheath. A cut-down was performed and the stent was removed, delaying the procedure for an hour. A non-abbott stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The dislodged stent was confirmed. The failure to advance and resistance was unable to be replicated as it was based on case circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported revealed no other incidents. The omnilink elite instructions for use (IFU) instructs not to attempt to pull an unexpanded stent back through the introducer sheath as dislodgement of the stent from the balloon may occur. The investigation determined that the reported difficulties were due to case/anatomical conditions/circumstances and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.